Manufacturer narrative:
The lot number was not provided, therefore, a review of the device history record could not be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection and injection volume in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement, and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications includes pts with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. (B)(4).

Event description:
It was reported by the implanting physician that a pt experienced a large foreign body reaction. The tegress product was implanted on (B)(6) 2006 and on (B)(6) 2008, a competitor's micro plastic product was also implanted in the pt. On (B)(6) 2010, a 2x2 cm mass was removed from the anterior vaginal wall. It is unk whether the reaction was a result of the tegress or the competitor's product. The physician reported that following the removal, the pt is incontinent but doing well.